Event description:
It was reported that during a sigmoidectomy, the clip did not feed to the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient. Device will be returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument was returned with jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was peformed and no anomalies were found during the manufacturing process.